Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported issue was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a concentric lesion in the distal left anterior descending artery with moderate tortuosity, moderate calcification, and 95% stenosis, pre-dilatation was performed. A 2.75x28 rx vision stent delivery system (sds) was advanced without resistance and successfully crossed. However, the length of the stent did not seem to be suitable for the length of the lesion. The 2.75x28 rx vision sds was withdrawn from the patient anatomy with slight resistance. After withdrawal, the stent was found to be flared. Reportedly, the physician thought that the stent might have got caught with the tip of the guiding catheter during withdrawal. A new vision stent was implanted to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.